Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that part of the drill guide sheared off. The surgeon was implanting the andterolateral distal tibial plate in the 15 hole. In doing so he was using the lcp 2.8mm threaded drill guide, with the intention of placing a 3.5mm locking screw. The guide became cross-threaded and a small portion was sheared from its threaded tip. The guide was removed from the set and disposed of. The secondary guide of the same item number was used for the remainder of the case, and no adverse effect. This is report 1 of 1 for complaint (B)(4).